Event description:
Coiling treatment was conducted of a vessel. It was reported that upon positioning while trying to find a landing zone, the coil prematurely detached from the delivery pusher. The patient condition was stable and the procedure was completed successful. More coils were added to the branches of the hypogastric with a successful occlusion. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in this event was not returned as it was reported discarded. Mvi reference number: (B)(4).